Manufacturer narrative:
Additional information received indicated that the serial number of the suspect lens is (B)(4) and that the lens was explanted on (B)(6) 2019. No other surgical interventions such as vitrectomy, incision enlargement or sutures were required. The patient outcome at the time of discharge was reported to be fine . Reportedly, the device is available to be returned for evaluation. The following fields were updated accordingly: expiration date: 9/6/2020, serial number: (B)(4). UDI #: (B)(4). If explanted; give date: (B)(6) 2019 device manufacture date: 9/6/2016. Corrected data: in the initial MDR report, the catalog number (zct2250190) was entered which is not correct. The correct catalog number of the device is zct225u190 which is captured in this supplemental MDR report. The following field was updated accordingly: catalog #: zct225u190. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and a week prior to (B)(6) 2019. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If explanted; give date: not applicable as the lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. (B)(6) an attempt was made to obtain missing information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient status post myopic lasik in 1994 underwent the cataract surgery for the left eye (os) on (B)(6) 2019. The patient's preoperational k¿s were reported to be: 39.25@56 / 40.62@146 manual. 38.82@62 / 40.37@152 lenstar. 39.00@56 / 40.48@146 pentacam. Al 26.36. The surgeon used an intraocular lens (iol) zct225 19.0 diopter which was placed at axis 151 degree. Post-op the iol appears to have rotated counter-clockwise to 28 degree. On 9/9/2019 refraction was reported to be -.75+1.25 at 122 degree with 20/15 acuity. Uncorrected the value is 20/30 and the patient was reported to be unhappy. According to the doctor, this is her distance eye with a mono-vision configuration. According to the surgeon, astigmatismfix.com says rotate clockwise 15 degree, but this will not significantly reduce the astigmatism. The surgeon suspected that the patient may have significant posterior corneal astigmatism which was identified to be the source of the problem. Initially, the surgeon planned to rotate the lens back to axis 151 on (B)(6) 2019. However, on (B)(6) 2019 it was reported the doctor explanted the lens the prior week and that a replacement lens of zcb00 model was used. It was indicated that the patient had a good outcome after the iol exchange. That the uncorrected acuity of the patient was reported to be 20/15, despite small residual refractive error (sphere + cyl). No additional information was provided.